Event description:
It was reported that when using the bd pyxis¿ es server, the single component rate based mixtures were not integrated with station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the single component rate-based mixtures were not integrated with station. A technical support specialist (tss) identified that the interface table could be put in place to use the rxc component amounts for the single component orders. Customer decided to not to move forward as they did not have access. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
D.4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the single component rate based mixtures were not integrated with station. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.